Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the device was explanted beacuse the electrode array was not in the cochlea. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.